Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6) .

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an "abnormal alarm"; no further details were provided at this time. The device was in clinical use when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
The key market responder was unable to provide any further details regarding the abnormal alarm. It was reported that the device was restarted and returned to normal. The device was returned to service. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.